Event description:
It was reported, a couple hours after the implant of the implantable cardiac monitor, that an asystolic event showed possible undersensing. The patient was in slow bradycardia also. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).